Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred. The customer called the getinge representative asking if they could send photos of the issue. The photos showed blood in the helium tubing backing up into the cardiosave intra-aortic balloon pump (iabp). The getinge representative explained that the iab would need to be removed immediately as there was an iab leak. The customer was then directed to place the iabp on standby, clamp, and to call with any questions. The customer called a bit later stating the iab was removed without complication and the patient was doing well. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-05311.

Manufacturer narrative:
Initial reporter occupation: manager additional initial reporter: (B)(6) , rt / (B)(6) nurse. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was observed at the iab tip. The reported problems were most likely triggered by a leak in the iab which was found at the iab tip. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The root cause of damage to the device¿s tip cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred. The customer called the getinge representative asking if they could send photos of the issue. The photos showed blood in the helium tubing backing up into the cardiosave intra-aortic balloon pump (iabp). The getinge representative explained that the iab would need to be removed immediately as there was an iab leak. The customer was then directed to place the iabp on standby, clamp, and to call with any questions. The customer called a bit later stating the iab was removed without complication and the patient was doing well. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-05311. Medwatch report # mw5149190: iabp (intra-aortic balloon pump) catheter had blood streaking, flecking, helium in catheter

Manufacturer narrative:
Additional reporter occupation: risk manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).